Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (10 mg/ml at 0.48 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient has had little to no relief since about 6 months ago. According to patient a catheter access port (cap) procedure was performed and it was determined by their healthcare provider (hcp) that their catheter needed to be replaced. There were no external factors that contributed to the event. During the replacement the spinal segment broke and they were unable to determine how much of the tip remained in the patient as the original length was unknown. The explanted catheter portion was discarded and the issue was resolved. The patient's weight and medical history were asked but would not be made available. The patient was without injury at the time of the report. Additional information was received from the rep who clarified that the reason for the catheter replacement was that the hcp was unable to aspirate and the patient had been complained of having no pain relief since (B)(6) 2020. The spinal segment broke during surgery when the surgeon attempted to remove it so part of the spinal segment was abandoned in the patient.